Manufacturer narrative:
The manufacturing location for this product is greater (B)(6) fg. This site is not registered with the FDA. Therefore, bd (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd¿ fluid line 90cm extension set tubing the ¿extension set bypass was separated between end tip and tube.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was returned to sbdm. The lot number is unknown. House sample testing - sbdm tested 8 pcs of house samples manufactured in mar 2018 for tensile strength. The results shows no abnormality, with average of 1.9kgf (specification is >1.5kgf). Device history record review - as lot number is unknown, sbdm checked relevant manufacturing records based on complaint date, no abnormality was found. Root cause: production workers manually assemble the by-pass and tube. The likely cause is the worker did not insert the tube into the by-pass sufficiently during assembly, cause insufficient bonding, which leads to separation. Actions: sbdm had quality training on this customer complaint for extension set manufacturing process workers and quality inspectors. Sbdm strengthen in-process inspection and end product inspection for extension set manufacturing process. Sbdm will continue monitoring of extension set manufacturing process to see if the same complaint case occurs again. Conclusion: based on investigation, the likely cause is the worker did not insert the tube into the by-pass sufficiently during assembly, cause insufficient bonding, which leads to separation.